Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer¿s blood glucose level was 155 mg/dl. Customer was unable to clear the alarm since the insulin pump had restarted. The device will not be returned for analysis.